Manufacturer narrative:
Per tandem's t:flex user guide, "only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl and it was addressed with a bolus via the pump. System check could not be performed with tandem technical support as the elevated bg level was not occurring at the time of the report.